Event description:
The laser system has the following problem. "Chiller not working". No adverse effects to pt were reported, failure happened during installation.

Manufacturer narrative:
The problem was due to defective chiller. After the component replacement the product restarted to work correctly.